Manufacturer narrative:
H10: additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. H11 corrected data: corrected h6 investigation conclusions by replacing code-4315 with code-50.

Event description:
Through the edwards implant patient registry, it was reported that 27mm 7300tfx mitral valve was explanted after an implant duration of two (2) year, eleven (11) months due to severe regurgitation secondary to pannus, and one leaflet was severely retracted. The explanted valve was replaced with a 25mm 7300tfx valve. Per the medical records the patient underwent a redo mvr, the 27mm 7300tfx valve had pannus growth over and into the valve. The valve was explanted and replaced with a 25mm 7300tfx. Two hours post-op the patient had mediastinal bleeding and returned to the or for a re-exploration. There was no evidence of surgical bleeding and multiple blood products were given for coagulopathy. Tee showed a well-seated mvr with no pvl and normal lv function. The patient tolerated the second procedure well and was discharged on pod #8 in a stable condition.

Manufacturer narrative:
H11: corrected data: corrected h6 component codes by replacing code-527 with code-439.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
Through the edwards implant patient registry, it was reported that 27mm 7300tfx mitral valve was explanted after an implant duration of two (2) year, eleven (11) months due to unknown reason. The explanted valve was replaced with a 25mm 7300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.